Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly and minor scratches on lcd window.

Event description:
It was reported the customer received repeated no delivery alarms on their insulin pump. Customer stated their insulin pump did not alarm no delivery with a manual prime. The customer's blood glucose was 105 mg/dl. Troubleshooting found the customer has tried all remedies for their no delivery alarm, but the alarm persisted. No additional information provided.